Event description:
It was reported that a fracture was observed on the right ventricular lead. High impedance was noted as well. The lead was explanted during a system removal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis of the lead found a fracture of the lead at 14.4cm. This damage likely contributed to the reported impedance anomaly.